Event description:
Customer reported a past event of low blood glucose, with the lowest level reaching 46 mg/dl. Cause was not known. The customer had consumed glucose tablets to manage the low blood glucose event. Technical support recommended that the customer consult a healthcare professional to discuss factors affecting blood glucose levels, and the customer acknowledged this advice.